Event description:
It was reported that undersensing in the right atrial (ra) lead was noted on the electrogram (egm). The lead sensitivity was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead, implanted: (B)(6) 2013. (B)(4).